Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established based on our visual observations. From the information provided, the inner plug in the implant is not securing. Visual inspection shows the device was received in a full deployed condition. The function switch was received pushed in forward and snare lines were found reeled thru the device with white magnumwire. Distal end of the device shows the plug went out thru the implant window and in between clinical suture strands. A functional test cannot be performed in the condition the device was received. An exact root cause for inner plug not securing cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: insufficient tension. Or excessive force. Insufficient tension applied to the suture during the deployment of the implant and incorrect alignment of the implant and bone hole can result in plug protruding out thru the implant window. Excessive force can result in damage to the device. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the inner plug of two implants is not securing. The procedure was completed using a back-up device. No patient injury reported.